Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification passed displacement test. No unexpected battery out limited alarm anomalies noted. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that up and down button was not responding. Time clock was advances. The insulin pump alarmed battery out limit and was not able to clear it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.